Event description:
Related manufacturer reference number: 2017865-2021-29465' related manufacturer reference number: 2017865-2021-29467. It was reported that the patient presented for a pocket revision procedure. During the procedure, it was noted that the patient had a pocket infection. The implantable cardioverter defibrillator system was removed. The patient was stable.